Manufacturer narrative:
Date sent to the FDA: 01/13/2021 additional information was requested, and the following was obtained: 1. Were there any patient consequences due to the suture needle pull off event? Answer: slight delay on surgery as nurse had to arm a new suture. 2. What was the procedure name? Answer: lower segment cesarian section. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device, and no non- conformances / manufacturing irregularities related to the malfunction were identified. Three empty opened foils, a paper lid, an empty winding former and a suture piece a of product code: vcp347, lot # qb2ads were received for evaluation. During the visual inspection of the suture piece, body fluids were noted and the ends were observed with lineal cut that appear to be by surgical instrument. The needle and a section of the suture were not received for evaluation. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional information was requested, and the following was obtained: how was the procedure completed? Surgeon opened a new pack of vcp347h to complete the surgery. Can you please clarify if the suture broke, or suture pulled off from the needle? According to the scrub nurse, suture pulled off from the needle. If further details are received at a later date, a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent an unknown procedure in 2020, and the suture was used. During surgery, the suture snapped from the swage halfway thru suturing, suture was pulled off from the needle. Additional information requested.